Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information has already been reported in manufacturer report#: 2182207-2024-04724. Any additional information received will be reported in this manufacturer report. Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharge interval reduced in the last 8 weeks from approximately 9 days to 3 days. Rapid ins discharge was noted. Therapy effect remained good and unchanged. Recharge duration was the same, approximately 1hrs for 10% to 100%. The patient was referred back to their health care provider for an impedance check. Additional information was received from the manufacturer representative (rep) reporting that they saw the patient in person and checked the system. No abnormalities found. Impedances were fine. A new group was created with lower settings, so the charging intervals are slightly longer. The patient still has to charge more frequently, but he has no problem with this. Problem was solved. The patient will contact the rep if something should change.

Event description:
Information was received from multiple sources (healthcare provider, consumer, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins discharged rapidly, within 3 days. It was noted that the necessary recharge interval was much shorter than in the past. The healthcare provider and patient suspected that there was an issue with the ins battery, and the healthcare provider advised the patient to contact a representative to check the system. Additional information received from a manufacturer representative. It was reported that the representative was to meet with the patient on (B)(6) 2024 to check the patient's recharge interval. The issue was not resolved.

Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins rapid discharge issue first occurred on (B)(6). The cause was high amplitude and normal aging of the battery. Action taken was device system reprogramming with lower energy parameters on (B)(6) 2024. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.